Event description:
Caller reported that the t:slim x2 pump battery was not charging and the pump screen would not turn on. The caller confirmed that the issue did not cause the customer's blood glucose level to exceed 500 mg/dl (27.7 mmol/l). Customer was advised by technical support to conduct various troubleshooting steps, including using a different wall adapter, but the issue remained unresolved. Replacement charging cable and wall adapter were sent via two-day shipping, and if the pump battery depleted before receiving the replacements, the customer was advised to return to using multiple daily injections (mdi).